Event description:
A report was received on 21 jan 2025 from the home therapy nurse (htn) of a 58-year-old female patient approved for performing solo hemodialysis, with a medical history including diabetes, cardiac comorbidities and end stage renal disease who stated the patient expired during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 28 jan 2025 from the home therapy nurse (htn) who stated that the patient was found expired with rinseback completed and still connected to the device. Per the htn, the cause of death is listed as 'esrd in diabetes' and was unrelated to nxstage product or therapy.

Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).